Event description:
The lead was replaced due to the patient's impending therapy for cancer. The lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d314drg implantable cardioverter defibrillator, (B)(6) 2012. (B)(4).